Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that a smartsite was connected to a tuta microbore 150cm extension set and primed with saline. When the connected the set to the pt's IV they noticed a leak between the smartsite and the extension set connection. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional pt or event info provided. Medical intervention was not required.